Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was 400mg/dl. Troubleshooting was performed. The programming, basal rates, and time were correct. The bolus history was accurate. However, it was found that the customer had reconnected the tubing backwards prior priming. The fixed prime and the high pressure tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.